Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was a delay in pre-cleaning (more than 1 hour) but the device was pre-soaked for one hour. The customer reported that during automatic reprocessing all channels were connected and the air/water nozzle was flushed with air and water but there was "some time missed". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The source of the foreign material could not be specified and there was no physical damage to the device where the foreign material was found. The investigation could not confirm that the customer's reprocessing was conducted in accordance with the device instructions; it was determined possible the issue occurred due to insufficient cleaning. However, a definitive root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal video scope exhibited foreign material at the nozzle, at the plastic distal end cover, at the adhesive around objective lens, at the adhesive around light guide lens, at the distal sheath rubber and at the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.